Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a software error alarm. The customer's blood glucose level was 198 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
The pump was programmed with the correct time and date, and was monitored for 24 hours. No unexpected alarm was noted. The pump passed the displacement and self tests. However, the pump had a cracked lcd window and a cracked reservoir tube lip.